Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-32485. It was reported that the patient experienced a visible bump at the lead incision site. The bump was only visible when standing. The physician reported that the fascia was sutured too tightly and revised the sutures on (B)(6) 2020. No product was implanted or explanted.